Event description:
(B) (4). Same case as: 2134265-2010-02783, 2134265-2010-02781. It was reported that during a carotid procedure, the patient experienced stroke and hypotension. The 95% stenosed target lesion located in the left ostium internal carotid artery was 15.5mm long with a reference vessel diameter of 6.6mm. During the procedure, the physician was unable to retract the filterwire and unable to easily advance it into the distal internal carotid artery. A buddy wire was used and it was still unable to advance the filter. The physician used a non-bsc wire as a buddy wire and placed a non-bsc filter without difficulty. During the procedure, the patient developed aphasia and right-sided weakness. The patient had some transient hypotension and was developing some aphasic changes. Predilation was performed with an unknown 3.5mm balloon and a 8x21mm carotid wallstent was deployed. Post dilation was performed. Another carotid wallstent was deployed 1 cm proximal to the previously placed stent. Post dilation was performed. Residual stenosis was 0%. There was some spasm in the internal carotid artery just distal to the stented region which was rapidly resolved with medication. The patient had experienced a stroke and was brought to the intensive care unit after a computer-aided transcription (cat) scan. Treatment included further monitoring of the patient's blood pressure and antiplatelet therapy (plavix). The patient was transferred to an outlying hospital for further evaluation and possible intra-arterial tissue plasminogen activator (tpa) treatment. An MRI was performed and revealed multiple acute infarcts in the left cerebral hemisphere, primarily in the territory of the mca, acute cordial and subcordial infarcts in the left parietal occipital lobes. The site indicated that information received indicated that the patient condition improved and was sent to rehabilitation.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)